Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The field service representative found max dose of 9.6 r/min in reg. Fluoro and 19.95 r/min at high level on the face of the image intensifier during the service call. The system was adjusted down to be well within limits. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that on the 9600 system the mad dose was 10.5 r/min in regular fluoro, and 21 r/min in half fluoro. No patient injury was reported.